Event description:
An ongoing issue with this model of stryker itouch beds has been displaying "error 0900" on the itouch screen. The mattress flattens and the other mattress functions are no longer available. We have had stryker out prior to this and they updated all of this bed model's software. This has not fixed this ongoing issue.